Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9248167, medical device expiration date: 2022-08-31, device manufacture date: 2019-09-05, medical device lot #: 9224747, medical device expiration date: 2022-07-31, device manufacture date: 2019-08-12. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 63 bd posiflush¿ xs pre-filled flush syringes nacl 0.9% experienced discolored/stained primary packaging which was noted prior to use. The following information was provided by the initial reporter: the delivered bd posiflush has brown spots on the packaging.

Event description:
It was reported that 63 bd posiflush¿ xs pre-filled flush syringes nacl 0.9% experienced discolored/stained primary packaging which was noted prior to use. The following information was provided by the initial reporter: the delivered bd posiflush has brown spots on the packaging.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes. D.10 returned to manufacturer on: 2020-07-22. H.6. Investigation summary: a device history record review was performed for provided lot numbers 9248167 & 9224747 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, both picture and physical samples were returned for evaluation by our quality engineer team. Through examination of the samples, the presence of foreign matter/brown stains was identified on the product packaging. These stains were created during the steam sterilization process. The integrity of the product and the sterile barriers have not been affected. These spots appear only on the outside of the packaging and do not permeate in any way onto the product. Furthermore, microbial permeability testing, cytotoxicity testing, and testing for residual solvents and volatile species has been completed on the packages displaying the brownish stain. The testing confirmed that they do not present any risk to the use of the product and have no impact on the effectiveness, sterility, quality or safety of bd posiflush¿ xs 10ml saline flush syringe. We are currently exploring several options to reduce and eliminate any brown staining that occurs on the packaging. H3 other text : see h.10.